Event description:
(B)(4). My device was inserted by my obgyn at the clinic, no anesthesia quick and "safe" method. Almost a year after I got it done. My weight was ridiculous, bloating, sharp abdominal pain. My periods started being different into the 3rd month that I got the device. Excessively discharge til this day the first 2/3 days it's a must that I stay in bed.